Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)," uterine perforation ("malposition of essure: uterus/ perforation (left coil perforated her uterus)") and pelvic pain ("pelvic pain") in an adult female patient who had essure (ess205) (batch no: 508295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle, dysmenorrhea (cramping)"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), migraine ("migraine headaches"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)"), urinary tract infection ("multiple urinary tract infections"), cystitis ("bladder infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), weight increased ("weight gain/loss: weight gain"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea,"), rash ("rashes or skin conditions: rashes"), abdominal pain lower ("cramping") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy), surgery (partial hysterectomy with bilateral salpingectomy) and surgery (underwent procedure to remove essure). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, dyspareunia, migraine, vaginal haemorrhage, urinary tract infection, cystitis, female sexual dysfunction, weight increased, menorrhagia, bladder disorder, urinary tract disorder, fatigue, alopecia, headache, nausea, rash and vaginal discharge outcome was unknown and the dysmenorrhoea, abdominal pain, back pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: sought treatment for her symptoms. Five coils were visualized from the left cervical os, and 3 coils visualized from the right cervical os at the conclusion of the procedure. Diagnostic results: essure confirmation test(s) conducted: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)),"), uterine perforation ("malposition of essure: uterus/ perforation (left coil perforated her uterus)") and pelvic pain ("pelvic pain") in an adult female patient who had essure (ess205) (batch no. 508295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle, dysmenorrhea (cramping)"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), migraine ("migraine headaches"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)"), urinary tract infection ("multiple urinary tract infections"), cystitis ("bladder infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), weight increased ("weight gain/loss: weight gain"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea,"), rash ("rashes or skin conditions: rashes"), abdominal pain lower ("cramping") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy), surgery (partial hysterectomy with bilateral salpingectomy) and surgery (underwent procedure to remove essure). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, dyspareunia, migraine, vaginal haemorrhage, urinary tract infection, cystitis, female sexual dysfunction, weight increased, menorrhagia, bladder disorder, urinary tract disorder, fatigue, alopecia, headache, nausea, rash and vaginal discharge outcome was unknown and the dysmenorrhoea, abdominal pain, back pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: sought treatment for her symptoms. Five coils were visualized from the left cervical os, and 3 coils visualized from the right cervical os at the conclusion of the procedure. Diagnostic results: essure confirmation test(s) conducted: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new events: uterine perforation, fallopian tube perforation, female sexual dysfunction, weight increased, menorrhagia, bladder disorder, urinary tract disorder, fatigue, alopecia, headache, nausea, rash, abdominal pain lower, vaginal discharge were added. Reporter, patient demographic information, product lot number added. The outcome of event "painful menstrual cycle, dysmenorrhea (cramping)" updated. On (B)(6) 2018: follow up 01 and 02 processed together. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), migraine ("migraine headaches"), vaginal haemorrhage ("heavy vaginal bleeding"), urinary tract infection ("multiple urinary tract infections") and cystitis ("bladder infections"). The patient was treated with surgery (underwent procedure to remove essure). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, migraine, vaginal haemorrhage, urinary tract infection and cystitis outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: sought treatment for her symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.